Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined at this time. Omsc surmised that this phenomenon attributed to the failure of the ccd unit, the circuit board inside the scoop connector, or the video system center. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the connection error occurred and the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.